Manufacturer narrative:
It was reported that the hl20 pump displayed error message "error head". According to the getinge field service technician (fst) the hl 20 double head pump displayed the error message: "error head". The fst removed and reconnected the optical tacho board. After that the fst performed a restart of the device and the error message disappeared. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. The review of the non-conformities during the period of 2015-08-01 to 2021-03-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could be confirmed. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The reported failure was that during a routine inspection of the hl20 device the double head pump displayed the error message: "error head". The customer restarted the pump but the problem remained the same. No patient was involved. A getinge field service technician will be sent to the customer for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that during a routine inspection of the hl20 device the double head pump displayed the error message: "error head". The customer restarted the pump but the problem remained the same. No patient was involved. Reference number: (B)(4).